Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that soon after implant of the leadless implantable pulse generator (ipg) the patient experienced two ventricular ta chycardia (vt) episodes which had to be defibrillated. At this time the patient had an ejection fraction (ef) of 43%. The patient then had an episode of persistent vt. The physician attempted to ablate the tachycardia with no success. Patient¿s ef was now 15%. During ablation they measured the point of first polarization which was very close to the ipg. The ipg was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.